Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient saw their hcp today in the clinic and was told to reach out to ¿get her device going again¿. The patient stated she has ¿not charged in 5 years.¿ she stated ¿I don¿t know, I just stopped using it but they think it would be a good idea to have it working again.¿ no symptoms were reported. Additional information was received from the manufacturer representative (rep). Rep reported that if patient chooses to continue with scs therapy, an ins replacement will be needed.